Event description:
Bilateral thalamic dbs planning was done without issue. Before starting surgery hypertension was noted and normalized after clonidine administration. Recording and registration on the right side with 5 electrodes was done without problems. The dbs lead was inserted and fixed. Recording and registration on the left side with 4 electrodes was done without problems. During macrostimulation on the left side, pt showed a right hemi paralysis and lost consciousness. At that moment, hypertension was again noted. The final dbs lead was quickly placed and fixed to the burr hole. A CT scan showed an extended deep seated bleeding in the left hemisphere. Pt was admitted to intensive care. An intensive care, hypertension was difficult to control (obviously not secondary to bleeding, because no bradycardia and no mass effect on CT scan). No intubation because of sufficient respiratory function. Intubation of pt next day due to respiratory dysfunction and another CT scan showed enlargement of the bleeding. Decision was made to abstinate and pt died in 2008.

Manufacturer narrative:
The microtargeting electrodes are single use devices and are provided sterile. The lot number of the electrodes used is not available - they were destroyed by the user facility. The microtargeting drive, leksell frame adapter and array insertion tube sets are devices designed for re-use and multiple sterilization cycles. Surgeon noted no product malfunction or failure. No product evaluated.